Manufacturer narrative:
Additional information: the complaint can only be confirmed with the failure device's return or a picture. One unpackaged ar-3641sp-1 serial/batch number 15079588 was received for investigation. Functional testing was not performed because the device arrived without sutures for investigation. Visual evaluation of the returned device found no issues with the tip or shaft. The shaft was inspected for bent, and no issues were found. Based on the event description, it is concluded that the failure was the suture/implant that broke during the tightening. The method of bone preparation employed during the procedure, as well as the bone quality encountered, was not provided. The most likely cause for the reported failure is a user error. Per dfu-0054 at revision 0. Precautions. 2. Surgeons are advised to review the product-specific surgical technique prior to performing any surgery. Arthrex provides detailed surgical techniques in print, video, and electronic formats. The arthrex website also provides detailed surgical technique information and demonstrations. Or contact your arthrex representative for an onsite demonstration. 5. Insert the anchor with the same orientation as that of the prepared drilled bone hole to avoid damage to the anchor or inserter. No problem found.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an acl and lemar surgery while tightening the loop the suture broke-off. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.